Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of the triclip, leak was observed in the flush port of the clip. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.